Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted on (B)(6) 2011. "Recently, urine leakage recurred. As result of examination, it was judged as system malfunction. Re-implantation will be performed on (B)(6) 2019." It was further reported that the device was revised due to the system malfunction. "The cause of the system failure was that the cuff and tube joints got folded and broken." It was also further reported that the previous cuff, pump and balloon were all explanted. A new cuff, pump and balloon were implanted. There were no further patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted on (B)(6) 2011. "Recently, urine leakage recurred. As result of examination, it was judged as system malfunction. Re-implantation will be performed on (B)(6) 2019." It was further reported that the device was revised due to the system malfunction. "The cause of the system failure was that the cuff and tube joints got folded and broken." It was also further reported that the previous cuff, pump and balloon were all explanted. A new cuff, pump and balloon were implanted. There were no further patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted on (B)(6) 2011. "Recently, urine leakage recurred. As result of examination, it was judged as system malfunction. Re-implantation will be performed on (B)(6) 2019." Boston scientific has been unable to obtain additional information regarding the circumstances.